Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 4.2 was not detected on bus. The field service engineer replaced the row board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system main 4.1 and 4.2 were receiving multiple failed spaces causing the cubies to be unloaded. The customer added that they were able to retrieve medication from the second station. However, there were no adverse events or injuries reported based on this event.